Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it has been communicated that the reported issue of broken end was identified during procedure and no fragment fell into the patient¿s anatomy. The instrument was unable to move, it had a frayed pulley. There were no cracked jaws, and nothing fell off of the distal end. The instrument is not available for return and there are no images or video for review.